Event description:
On (B)(6) 2010, during a surgery to place an interstim unit in my daughter, a bladder sling was also placed in her. The sling was made by american medical systems, miniarc -r- precise sling ref #720191-01, lot #739239036. My daughter has been in horrible pain since the sling was installed. The pain has been progressing since. She is now in unbearable, excruciating pain in her lower abdomen, back, groin, pelvic area and legs. She also developed a protrusion into her vagina which is also unbearably painful. She is unable to walk at times from the pain, she is unable to work or function on a daily basis. Her doctor is doing test and feels the bladder sling is the problem. She will now have to endure more surgery to try and remove the sling which we are told is extremely difficult as it embeds itself to other organs. Please stop this insanity before more women are robbed of their lives because of these bladder slings. Reason for use: interstitial cystitis.